Event description:
The patient stated that for the past 4-5 months, she has experienced periods of high blood glucose readings. She stated that she believes it is due to her insulin because it becomes cloudy after 1 - 2 days of use. She stated that she did contact the insulin manufacturer and the insulin was replaced. She stated that she believes the insulin is not lasting as long as it should. The patient's blood glucose has been elevated in the 400-500 mg/dl range. She did not report any symptoms of elevated blood glucose. Her normal blood glucose range is 130-150 mg/dl. The patient's blood glucose measured 92 mg/dl at the time of the report. The patient stated that she has also experienced repeated 04 (occlusion) errors that she has been able to clear by changing her accessories. The patient was advised that occlusions may cause elevated blood glucose readings. The patient was not experiencing any errors at the time of the report. The patient was sent replacement batteries, piston rod, and adapter. Further attempts to contact the patient for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.